Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that they tried to set up a new system controller and the silence alarm button did not work. They tried several different scenarios with the demo pump and were unable to silence any alarms. All other functions seemed to be normal. They were able to get it into back up mode and were able to sync it. They are requesting a replacement.